Manufacturer narrative:
Concomitant medical product: (B)(4) lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma. The implantable cardioverter defibrillator (ICD) pocket was revised.. The patient subsequently developed an infection, and the ICD system was explanted as a result. No further patient complications have been reported as a result of this event.